Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. Odor/smell was confirmed. The fse tightened the feedthrough screw. Unit meets specifications and was returned to service on (B)(4) 2014.

Event description:
A customer reported an event of an odor/smell emitting from the sterrad nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and aerate the room until the odor dissipates. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Manufacturer date: 01/17/2011. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), health hazard evaluation (hhe), and system hazard and user misuse analysis (shuma). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (09/11/2013 through 03/10/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from march 2013 through february 2014 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are below 100 and is considered acceptable. The hhe (health hazard evaluation) was reviewed for the risk of exposure to residual hydrogen peroxide emission. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma indicates the risk as broadly acceptable for mild exposure to vapor hydrogen peroxide. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.